Event description:
A surgeon reports that he feels the intraocular lens may have induced three diopters of astigmatism. Additional info has been requested including uncorrected visual acuity measurements and current keratometry readings.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.